Event description:
It was reported that the surgeon plugged in the unit's generator and it worked briefly then shut off. The same probe unit was then connected to a console and worked fine, however, when the unit's wand was put down it stayed on and would not shut off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.